Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be file as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during a bankart repair the suction of three vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was blocked. The complaint device was received and evaluated. No visual damage in the device, saline residues were observed in the suction tube and signs of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. The vapr coolpulse90 electrode was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging, device was in a used condition with tissue visible in the active tip suction port, residue visible in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical test was conducted without fails. During the functional test, the flow test and the flow test post activation were fail. The summary of the supplier is: the customer experienced suction problems with a total of three devices. A single device was returned for evaluation. The investigation establish that the device was in a used condition and that the suction was blocked. A thin gauge wire was used to locate the blockage, which was 20mm inside the active suction tube and was most probably caused by uv glue migrating into the tube. A manufacturing record evaluation was performed for the finished device lot number: u2007105, and no non-conformances were identified. From our investigation were able to reproduce the customer reported suction issue, the suction flow failed specification and was found to be blocked with uv glue. The suction failure mode seen has been caused by uv glue within the active suction tube. Suction tube and consistent with other complaint devices investigated under a CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure is being conducted under a CAPA with process improvements under review. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture dates were both reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a bankart repair procedure on (B)(6) /2021, it was observed that the suction on the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device was blocked before they were in-sito. Another like device was used to complete the procedure with a delay of 5 minutes. There were no adverse patient consequences reported. No additional information was provided.